Event description:
Information was received indicating that during the use of a smiths medical cadd legacy pump, the pump kept alarming "no disposable" repeatedly. Subsequently, the patient used a backup pump. No adverse effects were reported.